Event description:
Customer reports of receiving batter out limit alarm. Customer's blood glucose was 600 mg/dl which was treated with insulin pump and brought blood glucose down to 160 mg/dl. After troubleshooting, it was found that cannula was bent and occluded. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore this report complete to the best of our knowledge.